Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they are not able to connect with their implant. Patient stated they have tried several times and reported getting no device found. Patient provided event date as it's been a while, a couple weeks ago. Patient inquired if implanted system could have moved and stated they don't know if the wires maybe moved. Patient clarified they are wondering this because they can't connect with their implant. Patient confirmed they can feel where implant is located when palpating implant. Patient denied any recent trauma to implant site or falls. Reviewed general use of handset and communicator and walked patient through steps to connect with implant. Patient confirmed using correct interstim x my therapy app. Patient initially reported getting no device found on the call when attempting to connect with their implant. Patient confirmed communicator was powered on and not charging communicator while using it. Patient confirmed communicator was positioned directly on implant. Reviewed placement of communicator on implant and repositioning communicator resolved the issue. Patient successfully connected with implant on the call. Patient reported getting device not responding when adjusting therapy settings on the call. Agent reviewed communicator must remain on implant the entire time patient is making therapy adjustments. Repositioning communicator again resolved the issue and patient successfully changed programs and increased stimulation. Patient inquired if external devices have to remain on. Reviewed general use of external devices and therapy. The issue was resolved through troubleshooting.